Event description:
It was reported that the packaging of the intra-aortic balloon(iab) was already open when it was being prepared to be inserted. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that the packaging of the intra-aortic balloon (iab) was already open when it was being prepared to be inserted. There was no reported injury or adverse event to the patient.